Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange regarding system controller, serial number (B)(6), was confirmed via the log files. Three log files regarding this exchange were reviewed, containing data that collectively spanned 2 days (03dec2019, 3:23 ¿ 8:00 per time stamp, 04dec2019, 17:16 ¿ 22:52 per time stamp, and 04dec2019 ¿ 05dec2019 per time stamp). System controller (B)(6) was observed to be in use on (B)(6) 2019, however it was observed to no longer be in use as early as (B)(6) 2019 per the data. The system controller was not returned for analysis. Requests for missing meaningful information as to why the system controller was exchanged were made multiple times, however no responses were received. The root cause of why the controller was exchanged was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the evaluation of the log files the patient underwent a controller exchange on (B)(6) 2019. No further information was provided.